Event description:
The following information was received from (B)(4) and is a spontaneous report by a family member of peritonitis in a patient coincident with dianeal pd-2 ultrabag therapy. The patient experienced peritonitis on (B)(6) 2012. The event outcome was reported as resolving. No further information was available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed. The assignable cause was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.